Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Patient reported being unsure if the pod was delivering insulin after being hospitalized for a period of 3 days due to high blood glucose levels. The incident date was not not specified beyond some time five years ago. The patient was treated with intravenous fluid in order to bring her levels down. Further details could not be obtained from the patient, as the event happened approximately five years ago.